Manufacturer narrative:
Product analysis: visual and optical examination identified that the tip of the instrument has cracked down near the shaft. The cutting edge of the blade is dulled from what appears to be repeated use. This dulling could have led to more pressure being needed till the material was overloaded and broke. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider via a manufacturer representative regarding a patient with stenosis for plif. It was reported that intra-operatively, ring curette was broken. There was no fragments of the implant or instrument remaining in the patient. There were no patient symptoms or complications as a result of this event. There was no treatment or additional surgery performed as a result of this event. The product came in contact with patient but there was no harm to the patient.